Event description:
Patient had pain in buttock and hip near implant. Patient stated that they were in the hospital and had excruciating pain where the implant was. They told that CT was done but was unremarkable. Patient was questioned if they could receive a "block". Patient stated, "the program I am in now is working perfectly." They said that when they turned the interstim off, their fecal incontinence came back along with recital pressure. When it was on, they had control over their bowels and did not have the pressure. They wanted to keep the implant but wanted to resolve the pain around the battery. Patient said the MRI would be of the lumbar and thoracic region. Patient was reprogrammed by the representative a month ago and was notified then of the post-op pain. Patient said that they use corticosteroids around the area and they were seeing the pain specialist (B)(6) to see if this will be done. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal/ pelvic floor.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. Continuation: product ID 3889-28 lot# va1dtcp serial# implanted: explanted: product type lead patient code apply to interstim and lead (lot# va1dtcp). Eval code method 4114, eval code-result 3221, and eval code-conclusion 67 apply to interstim and lead (lot# va1dtcp). Patient code applies to lead (lot# va1dtcp) only. Device code applies to lead (lot# va1dtcp) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who reported having severe pain at the implantable neurostimulator (ins) pocket site since implant. They developed a different type of "shooting pain" that progressed from their hip, to their groin, and then down their left leg; the shooting pain started in (B)(6) 2017. They further said it was so bad that they could barely walk. The patient saw their healthcare provider (hcp) and was admitted to the hospital for this reason. The hcp suspected that the patient had nerve damage from the lead being implanted too close to the nerve. The patient also said they were given a cortisone injection in their left hip, but they still had pain. As a result of what was reported, the ins and lead were surgically revised to the right side of their body which immediately resolved the shooting pain issue, but they still had pain at the ins site; the revision occurred on 2018-(B)(6). They further added that they can now lay on their left side which they couldn't do before the surgery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.